Event description:
The clinician reported that almost 4 months after the dental implant was placed in ada site 3 in the patient's mouth, the implant did not achieve osseointegration. The clinician noted the patient's diseased mucous membrane, sinus perforation, bleeding, bone loss and implant mobility. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.